Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no product returned. Access site adverse event: clinical reported patient has bleeding at subclavian/ r axillary cutdown. It was noticed after transfer to ICU but limited information on what caused bleeding was provided. The cause of this issue was not determined as insufficient clinical details were provided. High purge pressure: clinical reported purge system blocked, tpa protocol administered. The logs show a motor current spike with speed deviation and shift in pump flows to become saturated. After ingestion purge pressure became elevated and purge flow dropped triggering alarms. The purge pressure was elevated for 6 hours before returning to normal values. The cause of the issue was determined to be biomaterial ingestion as evidenced by log pattern and tpa resolution. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks

Event description:
The user facility reported that the patient on bipella support developed bleeding and hematoma at the impella 5.5 right axillary access site. Two units of blood products were administered. It was further reported that while the patient was on impella 5.5 and ECMO support, a high purge system blocked alarm occurred. Tissue plasminogen activator was administered. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.